Event description:
Per the independent repair center, the customer alleged problem is the unit will not run. The key failure is the compressor won't start. As stated on the repair statement additional malfunction on this device: unit alarms & shuts down.